Event description:
Related manufacturer reference number: 2017865-2022-16512. It was reported that the pacemaker revealed an elective replacement indicator alert indicating battery depletion. However, its remaining longevity was at 8.4 years 8 months ago at a follow-up. Premature battery depletion was suspected by the physician. The device was explanted. The patient was in stable condition.

Event description:
New information received noted that the pacemaker was replaced.

Manufacturer narrative:
Reported event of premature discharge of battery and overestimation issue was not confirmed. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.